Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found color bars appearing on the monitor screen instead of the image due to a faulty printed circuit board. In addition, the evaluation found the following; a bent receptacle pin and dust inside the unit that needed to be cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed no image and a blank screen. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that the display blacked out intermittently and color bars appeared due to a failure of the printed circuit board. In addition, ¿image issue¿ was not observed. Olympus will continue to monitor field performance for this device.